Event description:
It was reported that approximately 42 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up, and a computed tomography (CT) scan indicated the patient had an endoleak. The physician elected to implant another suprarenal aortic extension. The patient was reported to be doing ok.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: access sites were less than 6.5 cm in diameter; and a reverse conical neck with a (B)(6) change in diameter. Cautionary product use conditions that might have contributed to this event included the cuff diameter was two sizes larger than the bifurcated stent diameter. Patient factors that might have contributed to this event included current treatment for bladder cancer (pro-thrombic condition). Nine months post implant, there was evidence to support a transient type ii endoleak from a lumbar source. Although medical documentation supported a proximal posterior endoleak and a type ib endoleak of the right common iliac artery, both findings could not be substantiated radiographically. There was posterior fabric billowing which produced a diameter of less than 34 mm. Ten months post implant, it was unclear why a diagnostic angiogram was completed. There was evidence to support an overlap reduction, which measured 2.0 cm; and an unusual strut pattern of the cuff, whereby the upper and lower apexes were slightly mismatched; no endoleak was observed. Thirty one month post implant, there was evidence to support stent migration, component separation due to progressive overlap reduction, type iiia endoleak (contained); mural thrombus (partial occlusion - main body); and, a type iiib endoleak of the extension due to the egg-shaped, 52 mm centerline diameter of the cuff. Medical documentation supported a posterior endoleak of the bifurcation, but centerline diameters of less than 25 mm support evidence of thrombus and fabric billowing. Forty-one months post implant, there might have been evidence to support a right lumbar type ii endoleak. All other previous findings continued to be present; the cuff continued to expand to 56 mm, and the leak remained contained. Forty two months post implant, there was evidence to confirm the secondary procedure, although the technical success could not be established due to the non-contrast, static (still photo) nature of the study, which did not include imaging post intervention. The final patient disposition could not be established due to lack of information, however, it was reported that the patient was doing "ok". A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, patient anatomy (irregular shape aortic neck) and condition (pro-thrombic) may have contributed to this event. Other cautionary product use conditions that might have contributed to this event included the cuff diameter was two sizes larger than the bifurcated stent diameter.